Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that the device is cleaned regularly per the instruction for use and is placed inside the operation theater during use. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. A laboratory report confirming contamination with mycobacterium chimaera and intracellulare complex has been provided. There was no known patient involvement.